Manufacturer narrative:
Patient identification unknown/ not provided. (B)(4). Patient age at the time of the event unknown/ not provided. Patient weight unknown/ not provided. Date of the event unknown/ not provided. Device brand name unknown. Device product code unknown. Device catalog number and lot number unknown. Reporters email address not provided. Device 510k number unknown. Product not returned to manufacturer.

Event description:
It was reported that the unknown biomet screw fracture inside the implant. Screw has not been removed at this time.

Event description:
It was reported that the unknown biomet screw fracture inside the implant. It was also reported that they tried to remove the fractured screw but made it get stuck inside the implant instead so that it could not remove it anymore. The implant with fractured screw was left inside patient´s mouth. Doctor will try to fix prosthesis with two remaining implants in neighboring tooth locations.

Event description:
It was reported that the unknown biomet screw fracture inside the implant. It was also reported that they tried to remove the fractured screw but made it get stuck inside the implant instead so that it could not remove it anymore. The implant with fractured screw was left inside patient´s mouth. Doctor will try to fix prosthesis with two remaining implants in neighboring tooth locations.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined. Events or problems were re-entered as these are required fields.